Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd flow cytometer carryover involving patient samples occurred. There was no report of user impact. The following information was provided by the initial reporter: "today we noticed that there is significant carry-over on our lyric." Contamination: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Patient sample contaminated 2. Please describe any additional details: go to patient samples checklist. Patient samples checklist: 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required. Yes. 2. Was an erroneous laboratory result from the bdb product reported to a clinician? If yes, go to question #3. If no, no further questions required. No.

Manufacturer narrative:
H.6. Investigation summary: based on the investigation results, the reported issue of the customer experiencing carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend and service notes were reviewed. The potential cause for the customer experiencing carryover was due to the fluidic system. The issue was resolved after the part was replaced and the sit was flushed. No further problems were noted, and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd flow cytometer carryover involving patient samples occurred. There was no report of user impact. The following information was provided by the initial reporter: "today we noticed that there is significant carry-over on our lyric." Contamination: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Patient sample contaminated 2. Please describe any additional details: go to patient samples checklist. Patient samples checklist: 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required. Yes. 2. Was an erroneous laboratory result from the bdb product reported to a clinician? If yes, go to question #3. If no, no further questions required. No.